Event description:
The device was used during a low anterior resection procedure. Reportedly, the difficulties were experienced opening the device. The surgeon manually manipulated the device off tissue without incident.